Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a pocket revision, during which the physician adjusted the depth of the ipg in the existing pocket. The patient was doing fine after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial / lot #: (B)(4), description: precision implantable pulse generator (ipg).